Manufacturer narrative:
Follow-up information received on 18-dec-2015: attempts of follow-up were made with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she was in and out of the hospital and doctors office with infections. The last infection was in her abdomen and pelvis which were so severe. Her left tube it came to light that her coil has broken in half (device breakage). An urgent hysterectomy was performed removing her uterus and tube to get the device out of her. At time of report she stated having pid. All these events were considered as serious. Infections and device breakage are unlisted in the reference safety information for essure while the other are listed. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Although it was not reported whether the pelvic infection, abdominal infection occurred up to 4 weeks post essure insertion, since these events resulted in hospitalization, a causal relationship with suspect insert cannot be excluded. For the event infections, since the exact cause was not reported, causality cannot be assessed at this time. For the event device breakage, based on its nature, a causal relationship cannot be excluded. With regards to the reported event pid, since it was reported after undergoing a hysterectomy and device removal, it was considered as pelvic infection instead of pelvic inflammatory disease. Considering that temporal relationship is negative, a causal relationship with suspect insert can be excluded. Due to surgical intervention and hospitalization, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from an unspecified age consumer via regulatory authority (case# mw5055939) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The consumer reported this case the health authority on 31-aug-2015. Additional information received on 10-nov-2015 (ptc investigation result). She reported since the essure she had ongoing pain in legs, feet, pelvic and intercourse pain. Her periods became 10 x worse in cramping, and had severe flow to a point of anemia. She also reported her left side coil was broken in half. She was in and out of the hospital and doctors office with infections; and stated her last infection in abdomen and pelvis was so severe she almost died. She was scheduled for urgent hysterectomy on (B)(6) 2015 to remove her uterus and tube to get the device out of her. At time of her report, she stated having pid (understood as pelvic inflammatory disease). She was laid up at home, off work until she heals. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If l IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she was in and out of the hospital and doctors office with infections. The last infection was in her abdomen and pelvis which were so severe. Her left tube it came to light that her coil has broken in half (device breakage). An urgent hysterectomy was performed removing her uterus and tube to get the device out of her. At time of report she stated having pid. All these events were considered as serious. Infections and device breakage are unlisted in the reference safety information for essure while the other are listed. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Although it was not reported whether the pelvic infection, abdominal infection occurred up to 4 weeks post essure insertion, since these events resulted in hospitalization, a causal relationship with suspect insert cannot be excluded. For the event infections, since the exact cause was not reported, causality cannot be assessed at this time. For the event device breakage, based on its nature, a causal relationship cannot be excluded. With regards to the reported event pid, since it was reported after undergoing a hysterectomy and device removal, it was considered as pelvic infection instead of pelvic inflammatory disease. Considering that temporal relationship is negative, a causal relationship with suspect insert can be excluded. Due to surgical intervention and hospitalization, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.